Event description:
Started out with vertigo, then chronic fatigue, asthma, breathing issues, and progressed to joint pain, night sweats, hair loss, beginning of autoimmune disease (low appetite) and high crp - elevated inflammation in chest area from thermography in 2017. None of which I should have. I eat well, have been working out 3-5 times a week for over 20 years. Not overnight. I was also supposed to be in the study to get these implants and was never followed up with ever.